Manufacturer narrative:
The catheter was returned along with coaxial umbilical cable model 203cx, lot 96263. The returned catheter was visually inspected and functionally tested. The reported issue has been confirmed through testing. Smart chip verification indicated the catheter was used for 5 injections. Visual inspection of the catheter showed traces of blood in the catheter coaxial connector and just at the distal end of the coaxial umbilical cable. Pressure test showed a double balloon (breach) pinhole. Dissection showed a guide wire lumen kink and breach at 0.62 inches from the tip that caused the double balloon breach. An internal CAPA has been initiated to investigate the guide wire lumen breach issue. Dissection of the catheter handle showed traces of blood at the y-block and vacuum line. The catheter's blood board passed the functionality test but there is no evidence that system notice message 50006 "blood detection" was triggered during the procedure injections. Bin files were analyzed and showed system notice message 50012 "obstructed flow" at the beginning of the 1st injection. The 50012 system notice was most likely caused by moisture content captured within the injection line resulting in ice formation and restricting the flow of refrigerant.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered during the cryoablation procedure and blood was seen at the connection point of the catheter handle. The catheter and co-axial umbilical were replaced and the cryoablation procedure was completed without complications. There was no patient injury.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.